Event description:
Device interrogation at office visit resulted in elective replacement indicator. Yes, indicating that the generator battery had reached end of life. Based on known device settings, the generator battery should have lasted approximately six more years prior to reaching end of life. It was also reported that the patient had experienced a decrese in efficiency. The patient underwent generator replacement surgery, due to suspected device malfunction. It was reported that device diagnostic testing just prior to generator replacement surgery was within normal limits, indicating proper device function. Investigation to date has been unable to confirm whether the device prematurely reached end of life as no reponse has been received to manufacturer's requests for device programming history from treating neurologist.

Event description:
The explanted pulse generator was returned to MFR for analysis. Product analysis summary: based on known device settings, the pulse generator battery should have lasted approx 1.01 years longer before the elective replacement indicator would be triggered to yes; however, eri (elective replacement indicator) flag was observed prior to explant and confirmed during MFR's analyis of the returned product. Although the prediction results indicate 1.01 add'l years until eri-yes, the eri flag is within allowable limits for battery longevity. The implant time of 3.37 years (6/25/02-11/08/05) plus 1.01 years estimated until eri [3.37+1.01=4.38 years (total esimated life) -25%=3.285 years (minimum estimated battery life)]. The battery exceeded the minimum allowable life by 0.085 years. The reported generator battery end of life was not confirmed. The generator is borderline eri. After the "open can" process, the battery voltage measured 2.61 volts, dipping to 2.44v when a current draining process (such as an interrogation) was applied. As designed, the generator is considered eri (consider replacement) when the battery voltage drops to 2.60v and eol (end of life) when the battery voltage drops to 2.20v (depleted). Confirming that the generator reached normal eri (elective replacement indicator) is not possible at this time as the diagnostic data (dcdc codes) throughout the implant life of the device is not available.